Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product is not available per hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 00875101132/ neutral liner/ lot #64181603, item# 00875705401/ shell/ lot # 64148459, item # 00625006535/ bone screw/lot #64308161, item #00771101100/ stem/ lot #64151676. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00056.

Event description:
It was reported the patient underwent revision surgery 8 months post implantation due to dislocation. Head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported revision was confirmed by images provided. The dislocation was not confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.